Event description:
It was reported that a physician attempted placement of the prostar xl 10f suture using the pre-close technique prior to an aortic valve interventional procedure procedure in a mildly calcified common femoral artery. Reportedly, resistance was felt and the needles failed to deploy. A second prostar xl was used to achieve hemostasis. A 6fr sheath was used. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the prostar xl 10f device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. It was reported that the proglide device was used in a mildly calcified vessel. Per the instructions for use, the safety and effectiveness of the perclose proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). Subsequent to the final medwatch report, additional information it was reported that a 6fr sheath was used. Per IFU under indications for use state that: the prostar xl 10f pvs system is designed for use in conjunction with 8.5 to 24f sheaths. Also under special patient populations states that the safety and effectiveness of prostar have not been established in the following patient populations: patients with introducer sheaths less than 8.5f or greater than 24f during the catheterization procedure. Therefore, the probable cause for failure to deploy needles is due to user error.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the handle and needles were in backdown position as returned. Presence of suture slack at the guide area and the suture bights were still inside the coiled suture lumens. There was no clamp mark found on the coiled suture tubes. There were needle strike marks on the barrel face. During the investigation, the handle was deployed and all the needles presented at the hub. The evidence of needle strike marks on the barrel suggested that the needles might have been deflected by an unidentified cause. Deploying the device at an angle greater than 45 degrees, or patient anatomical conditions such as obesity, calcification or scarring of the site used in deploying the device can deflect the needles. Reportedly, there was mild calcification of the common femoral artery, which may have contributed to the reported failure to deploy the needles. The prostar instructions for use (IFU) states: the safety and effectiveness of prostar have not been established in the following patient populations: patients with common femoral artery calcium, which is fluoroscopically visible. The needle deployment of every device is checked during the manufacturing process, to ensure that the needles/sutures are in the correct orientation. Therefore, probable cause for the needle strike marks on the barrel face is related to the operational context in which the device was used. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). Improper or incorrect method - per instructions for use under indication for use states that: the prostar xl 10f pvs system is designed for use in conjunction with 8.5 to 24f sheaths.